Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed an irritation all over his back. The patient had scratched the irritation open and it was bleeding. The patient resided in a rehabilitation facility in which the staff was only changing out the garment once every week, rather than 1-2 days. The patient is also immobile and is confined to a wheel chair, constantly sitting or laying with his back against a chair or his bed. Because of this reason the patient's nurse reported that the patient often times develops a rash. The patient's nurse had been applying hydrocortisone cream and the condition was steadily improving.